Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable alarm occurred. The patient silenced the alarm, reviewed the settings and powered the pump off. The patient stopped the treatment and indicated that will proceed to the appointment. No patient injury was reported.